Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient's system controller screen went completely white and there was no display of alarms on liquid crystal display (lcd). The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen showing white screen on the system controller was confirmed. Initial inspection of the returned hm3 system controller, serial (B)(6), revealed the lcd screen showing a white screen that did not show any parameters. The lcd screen was replaced with a test lcd which, resolved the issue. With the test lcd screen, the controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. A root cause of the reported event was determined to be lcd issue; however, the cause of lcd issue cannot be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.